Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that catheter embolism to patient's left upper arm, 10 cm catheter came out 9 cm. Additional info 6/8/2023: it was reported ¿the event did not involve an urgent/life threatening medical situation. The patient experienced increased level of pain with insertion beyond initial needle stick. Catheter breakage was retained in patient's tissue. Doctors were made aware, chest and arm x-ray were ordered. Tourniquet was applied above the site. Patient remained flat. An rrt nurse was made aware who consulted intensivist and ir. The event caused a delay in medication. Patient needed IV access for nausea medication. She was a difficult stick and we were consulted to place a midline for this reason. Additional information received 6/14/2023: it was reported by the customer ¿the retained catheter segment was not removed from the patient and remains in the left upper arm where it had been inserted. There were not noted issues with the catheter during insertion. Catheter was only in the patient for several seconds.¿